Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began the morning of (B)(6) 2014. The patient manages her diabetes with insulin (novalog, self-adjuster) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, a ¿whole day¿ after the alleged issue occurred, she developed symptoms of ¿fatigue, can¿t move, and can¿t see¿. On (B)(6) 2014 at 12:00 p. M. The patient self-treated with insulin (novalog, unknown dosage). The patient mentioned that she tested on another device (unknown type); however, she did not provide the actual results obtained at the time. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.